Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, the black box contains dates from (B)(6)-2019 to (B)(6)-2019. The black box and histories for the issue reported on (B)(6)2018 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump history showed the pump delivering programmed basal rate until deliveries halted by user at 12:08pm on (B)(6)2019. The pump passed delivery accuracy testing and found to be delivering within required specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not delivering accurately. The reporter stated that the patient had a blood glucose of 401 mg/dl with symptoms of nausea. The alleged blood glucose excursion does not meet animas criteria for a serious injury. The reporter was unable to troubleshoot the issue at the time of the call. This complaint is being reported because there was a possibility that the pump was not delivering the correct amount of insulin.